Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the physician was concerned that the device was not fully unloading the patient. The patient has elevated creatinine and lactate dehydrogenase and is floridly volume overloaded. The physician was considering a left ventricular gram and was scheduling a computer tomography angiography. Upon review of the patient's log files, there were 2 no external power events on (B)(6) 2020. These events occurred when the power to the mobile power unit (mpu) was briefly interrupted. There were no other unusual events noted in the log file. The patient's mpu was reported under MFR# 2916596-2020-06413.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended with overall stable parameters. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure, renal failure, hemolysis, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr (international normalized ration) range as well as possible modifications in section 6, ¿patient care and management¿, under ¿anticoagulation¿. Section 6 (under "right heart failure") further discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported, the patient passed away, due to right heart failure. Patient had right heart failure complicated by renal failure. No autopsy was performed. And the device was not explanted.